Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 500mg/dl at the time of the incident. The customer reported that the customer was in the hospital and having issues with their quick sets. The customer reported that they had some puss and it's keloiding on previous infusion sets. The customer was having bruising in the stomach area as well and doesn't have enough area on the skin to insert their sets anymore. The customer stated that their serter was getting stuck a lot and wants to make sure this isn't the issue with her quick sets. The customer also reports that they had a belt clip break around the time that she was in the hospital for her high blood glucose. The customer was on insulin drip right now. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.